Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: could you please confirm the product code for this complaint? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a left upper lobectomy, the device delivered malformed staple lines, which caused bleeding, delayed the surgery and still put the result of the surgery and the patient at risk. There were two complaints with the vascular stapler and a green reload (with a technical assistant in the room following the surgery) and today (23 / july), also with a technical assistant in the room). There were several complaints in the same surgery, citing problems with the green and golden reloads and the vascular stapler. The surgeon and their team are very experienced users. The surgery was delayed, but the patient responded well, the patient is stable.